Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported in stent restenosis occurred. On (B)(6) 2013 the patient was enrolled in the supernova clinical trial. The 75% stenosed, 6mm, x40mm target lesion located in the left distal superficial femoral artery (sfa) and classified as a tasc ii a lesion. The target lesion was treated with predilatation and the placement of an innova 7mm x 60mm x 130c stent and post-dilatation with 0% residual stenosis. The patient was discharged on antiplatelet therapy the next day. On (B)(6) 2017, 1356 days post index procedure, restenosis of the previously placed stent in the left sfa was identified. On (B)(6) 2017, 1371 days post index procedure, the 90% restenosis noted in the left distal sfa was treated with a stent implanted with 0% residual stenosis. The following day the event was considered by the hospital to be resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in (B)(6) 2017, "stent recoil" occurred.